Event description:
Information received indicated that the right siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the cable shield was catching the locking mechanism. He bent the shield back into position to resolve the issue.